Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range left ventricular (lv) lead impedances of greater than 2,000 ohms. It was noted that all daily measurements were in the 600 ohm range. Pocket manipulation was performed and serial impedance tests were all greater than 2,000 ohms. The patient was sent for a chest x-ray. Additional information was provided that the results of the x-ray were inconclusive. The patient was evaluated again and found all impedance values associated with the ring pacing were greater than 2,000 ohms. Additionally, the capture threshold was no longer attainable in any vector. It was noted that this would be discussed further with the implanting physician. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates the device was explanted and has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided that the patient elected not to undergo any additional procedures at this time.